Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope while driving and hit another car. A remote interrogation was performed when the patient was in the emergency room and showed no stored episodes as the time of the incident. The presenting electrogram showed appropriate device function and it was noted that ventricular tachycardia (vt) cut off rate was programmed at 160 bpm. Thus a cause of the syncope remained unknown. Upon review of the remote home monitoring data there were previous episodes, from greater than 72 hours earlier, of oversensing noise on the right ventricular (rv) channel leading to stored non-sustained vt episodes and pacing inhibition. The patient is pacemaker dependent, but did have any underlying. At this time the pacemaker and rv lead remain in service and no additional adverse patient effects were reported.